Event description:
It was reported that during a scheduled retrieval performed approximately ten months after filter implantation, a vena cava filter was noted to be tilted with the retrieval hook embedded in the ivc wall, and one filter leg was detached. Endovascular forceps were used to remove the filter and upon inspection, two filter legs, the retrieval hook, and a small fragment of a third leg were found to be detached. One leg was embedded in the ivc wall and could not be retrieved. One leg was identified in the right lung and was successfully retrieved with a snare. The third leg fragment and retrieval hook could not be located.

Manufacturer narrative:
The lot number for the device has not been provided; therefore, a review of the device history records can not be performed. The investigation is currently underway.